Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to low blood glucose levels on (B)(6) 2012 and (B)(6) 2012. The reported blood glucose reading was 42 mg/dl. The customer stated that she was asleep when the low blood glucose levels occurred. The customer stated that this has happened a few other times as well, and believes she is very sensitive to insulin. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. The customer stated that she has lost some weight due to stress and depression from a divorce. The customer later called and reported that she was treated again today by the paramedics due to a low blood glucose in the range of 40 mg/dl. The customer was treated and her blood glucose rebounded to 522 mg/dl. The customer will speak with her hcp about the settings as she feels she is too sensitive. Nothing further was reported.